Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the patient developed an infection, there were vegetation's on the leads and the patient was septic. The patient was hospitalized and received intravenous antibiotic treatment. The patient showed little sign of improvement and it was decided to perform a coronary artery bypass, mitral valve replacement, and removal of the implantable cardioverter defibrillator (ICD) system. It was noted the patient's valves were "okay." The patient was unable to be removed from bypass and expired due to open heart complications and poor cardiac output. The device remains in the patient and the leads were partially removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.